Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device, the device energy select was inoperable. The complainant indicated that there was no patient involvement in the reported failure.